Event description:
It was reported during a procedure, the console continued to laser even after the physician removed his foot from the footswitch. The physician had to use emergency switch to stop lasering. No information provided as to how the procedure was completed and no patient or user injury were reported.

Manufacturer narrative:
Additional information received indicated that an ent procedure was in progress when the issue occurred. No information provided on how the procedure was completed. The console was "under observation" was reported. No further information provided.